Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pumps buttons are being unresponsive. Customer also states that the insulin pump freezes. Customer's blood glucose reading is 8 mmol/l. Advised customer to disconnect from the insulin pump. The insulin pump will be replaced. Nothing further reported.